Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the events occurred on an unspecified date reported as "this week". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an allergic reaction manifested by itchiness all over, body numb and restlessness after using the minicaps for a week." The caregiver "administrated benadryl (25 mg) "on both days, for a total of 4 pills with good effect". According to the reported the patient was not previously allergic to iodine as they used it in the past however, "this particular lot the patient developed an allergic reaction". The caregiver further reported that they thought there was less iodine than normal, and the patient is feeling good. No additional information is available.